Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990i-us is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the ccd module cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the segment fluid damage, the u/d and the r/l pulley wires fluid damage, the zoom motor fluid damage, the lg cable connector fluid damage, the insertion flexible tube (ift) buckled, the control body corroded, the operation channel leak, the lg root brace rubber cut, the remote control buttons cut, the root brace rubber cut, the distal body worn out, and the brand plate worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (cloudy).